Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump was found with a cracked, unresponsive touchscreen rendering the user interface inoperable and preventing data sync; a replacement device was arranged and the user was instructed on shutdown and that startup would be required on the replacement. Symptoms included no clinical symptoms. Outcomes included no impact to health, no medical intervention, and continued cgm use via dexcom app or receiver. Investigation included review of service history, complaint details, and evaluation of returned device with return-and-replace logistics. Investigation of this case revealed device damage to the display with loss of touch functionality. It was concluded that the event was related to physical damage of the device's screen and power performance, with no patient injury and device replacement provided.